Event description:
A consumer reported seeing halos and rings around anything shiny during day and night following bilateral intraocular lens (iol) implant surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/02/2009 and 12/14/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).